Manufacturer narrative:
Additional information was added to f10/h6: medical device problem codes, h6 and h11: f10/h6: medical device problem codes: a16 (previously omitted). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a hole in the patient line of the cassette six (6) inches below the connection with the transfer set that led to this alarm. Renal therapy services assisted the patient with ending the therapy and advised the patient to start all over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.